Manufacturer narrative:
(B)(4). The device has displayed 10003 error and would not start/boot up. There was no patient involvement, as this device is used only for teaching at this college. This complaint is still being investigated. A follow-up report will be submitted upon completion of this investigation.

Event description:
The device has displayed 10003 error and would not start/boot up. There was no patient involvement, as this device is used only for teaching at this college.